Event description:
It was reported that the insulin pump had cracks in it. The blood glucose reading was 208 mg/dl. The customer stated that she was wearing a dress and had the device connected to her underwear. The insulin pump fell out and hit the ground, causing the damage. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.